Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site to service system and confirmed the issue that the core of vision side cart (vsc) had burning smell. Its power supply b had a strong burning smell. Fse replaced the intuitive surgical core power distribution (ipd) tray to resolve issue. System passed all applicable tests and inspections. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed. In-house failure analysis (fa) was conducted and confirmed the burning smell in power supply b. The ipd power tray was scrapped. A procedure log review was performed. Per the review, the following was confirmed: a gastric bypass (roux-en-y) was performed on system sk3272 on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopy after the start of the procedure due to a burning smell that was observed in the vision side cart (vsc) power supply. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales representative (csr) reported from offsite that the customer called to report a burning smell in the operating room (or). The customer observed a burning smell that started once the vessel sealer instrument was used with the e-100 generator. The technical support engineer (tse) asked customer to power on the da vinci system so that system logs could be reviewed. The customer powered on the da vinci and reports the e-100 did not power on. The customer stated that when the da vinci is powered on, the burning smell became more prevalent in the or again. The customer identified the smell most present was at the rear of the core. Customer confirmed nothing was blocking the front of the vision side cart (vsc). The tse observed error 417 which points to the intuitive surgical core power distribution (ipd) of core power supply b. The tse informed customer the error present in the logs, that was likely related to the burning smell they observed. The tse informed customer the system is designed to function with one power supply, but the system would error, should this other power supply fail; or if the burning smell escalated more on the failed power supply. The customer elected to convert the procedure to traditional laparoscopic surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.